Manufacturer narrative:
Evaluation of the returned cat6 revealed kinks and ovalizations on the mid-shaft. If the device is forcefully advanced against resistance, damage such as these may occur. During functional testing, resistance was experienced while attempting to advance a stainless-steel test mandrel through the cat6 due to the kink and the mandrel could not advance any further. The kink likely contributed to the resistance while advancing the sep6 during the procedure. Penumbra separators and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-00463.

Event description:
The patient was undergoing a thrombectomy procedure in the anterior artery using an indigo system separator 6 (sep6) and an indigo system aspiration catheter 6 (cat6). It was reported that there was a stenosis at the target location. During the procedure, the physician engaged the cat6 through the stenosis with force, then experienced resistance while advancing the sep6 through the cat6. While advancing the sep6 in and out of the cat6, the physician noticed under fluoroscopy that the wire distal to the bulb of the sep6 was missing; therefore, the sep6 was removed. It was reported that the broken wire of the sep6 was found on the sterilized table, and it is unknown how it ended up on the sterilized table. It was also reported the cat6 kinked while advancing through the stenosis. The procedure was completed using a new sep6 and same cat6. There was no report of an adverse effect to the patient.